Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1766089; medical device expiration date: 04/28/2023; device manufacture date: 05/10/2018; medical device lot #: 1766090; medical device expiration date: 04/30/2023; device manufacture date: 05/10/2018. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultrasafe x100l pr clear ssl clg had an incorrect label. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: the customer issued a complaint for discrepancy at receipt between labels, packing list and invoice. No sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. The 8d team leader performed a batch history record¿s review (bhr) including a review of all data collected during supply process and quality inspections. The involved batches were not subjected to re-inspection and no deviation was open in regards to the reported condition. However, this review did identify an inversion in the bd sale management system between the bd batch 1766089 that should have been allocated to customer po (B)(4) and bd batch 1766090 that should have been allocated to customer po (B)(4) . Therefore, a discrepancy exist between the physical information on the labels and the corresponding bd po/cilag po displayed on documents packing list/invoice. The final product is not impacted and all other details on labels are correct. Bd customer service will correct all relevant documents to return to compliance and a full exhaustive job aid will be created in addition of the current warning. In addition, the associates responsible of this process have been made aware of the recurrent issue and will review the possibility to enhance the process formalization and traceability through systematic mail or shared file. The process is fully manual from customer po to allocation of the manufactured batch. It is only possible to act on the contributing cause. Cqm has to review the possibility with customer to remove this additional label creating all the issues.

Event description:
It was reported that bd¿ ultrasafe x100l pr clear ssl clg had an incorrect label. No serious injury or medical intervention was reported.